Manufacturer narrative:
(B)(4). Evaluation summary: the returned stem extension rods and tibial plates were measured for critical mating dimensions and they are within specifications. However, the provisionals were not returned for analysis and hence could not be compared for dimensional accuracy. Tolerance analysis (in dhf) shows that the reamers, provisionals and implants work well when manufactured within specifications. Also, manufacturing history is conforming to specifications for the implants. It is highly unlikely to have mismatch between the two but a definitive cause cannot be determined without the return of provisional components. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the surgeon primary total knee trailed a 6 tibia with a 12mm offset stem and if fit appropriately. The actual implant would not seat. Surgeon removed implant and performed meticulous tibial preparation for a 2nd time and the implant still would not seat. Surgeon then reamed tibial canal 14mm and trialed a 6 tibia with an 11m offset stem. Trial sat appropriately. The actual implant of the same exact size would not seat. The surgeon resorted to a 3rd size 6 tibia with a studdy stem. Surgery was delayed by 45 minutes.